Event description:
It was reported bd intima-ii y 24gax0.75in prn/ec slm had a broken needle, causing leakage. The following information was provided by the initial reporter, translated from (B)(6): "in the process of needle withdrawal, the soft needle was found to be broken."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported bd intima-ii y 24gax0.75in prn/ec slm had a broken needle, causing leakage. The following information was provided by the initial reporter, translated from chinese: "in the process of needle withdrawal, the soft needle was found to be broken..."